Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the line of a homechoice cassette during peritoneal dialysis therapy on the homechoice device. The patient was connected and in drain four of four at the time of the reported event. The technical service representative assisted with ending the therapy. During the follow up, the nurse reported that the patient started hemodialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.